Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the flare detached. The catheter was noted to be kinked near the dongle. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached; this condition does not allow the device to be actuated. The most probable root cause of this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the sigmoid during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to extend the snare loop, however, the device failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.